Manufacturer narrative:
Correction: "the device is pending repair and final testing; a final report will be submitted once the investigation is complete" in h11 in the initial report. The device was not repaired, the customer received a replacement device to resolve the issue.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, during the start-up test. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. The device is pending repair and final testing; a final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
It was identified during bench testing that the mx40 patient wearable monitor device did not produce sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.